Event description:
It was reported that the right ventricular (rv) lead had noise, oversensing, and low impedance in the tip to coil vector. The physician believes this could be from lead to lead interaction as fluoroscopy showed the old capped rv lead and current rv lead being too close to each other. Both rv leads were extracted and removed. A new rv lead was then implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the full lead was returned in segments and analyzed. Analysis indicated that the outer insulation of the lead was breached due to bi/multi-lumen tubing voids while in vivo. It was also noted that there was blood on the distal conductor of the lead and it was not obstructed, the distal lv (low voltage) electrode of the lead was covered in body tissue/fibrotic growth, the inner tubing of the lead developed a breach due to a depression while in vivo,and the outer insulation of the lead was observed to have blood ingression.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).